Manufacturer narrative:
(B)(4). One (1) skyline cam tightener shaft [product code: 2868-40-000, lot no: nw168903] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report reveals plastic deformation at the trilobes of the device. The plastic deformation at the trilobes indicates a torsional overload. As such, this suggests the cam shaft distal tip underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the distal tip of the cam tightener breaking cannot be positively determined. However, the fracture analysis report reveals plastic deformation at the trilobes of the device. The plastic deformation at the trilobes indicates a torsional overload. As such, this suggests the cam shaft distal tip underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cam tightener shaft broke off upon tightening the scrub tech confirmed they discard them after every case. This was a 3 level plate and approximately the 5'th screw that was tightened with the shaft. The tip sheared off and was lodged in the cam of the plate. Numerous attempts made to remove it. Decision was made to replace the plate however upon removing screws there was too much blood loss therefore the plate was left and the screws were replaced.